Event description:
According to the reporter: during an open distal gastrectomy after the firing was completed, the jaws of the device could not be returned to the straight position. This prevented the reload from being removed from the device adapter. The status indicator lights were illuminated blue and the battery was re-inserted. The status indicator lights did not change. To complete the procedure, another handle was used successfully. In an unsterile field, the battery was re-inserted again and the reload was able to be removed. No patient injury or extension in surgical time.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.